Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery data longevity estimator was not properly displaying a battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited question marks for the longevity estimate during a follow-up device interrogation approximately nine months following implant. It was noted the device was programmed to left ventricular (lv) only pacing and the lv count was updated when the interrogation took place, while the right ventricular (rv) pace count was zero. Rv pacing was then programmed on, which allowed a few rv paces and the lv pacing was programmed back on. The question marks in the battery longevity estimate were no longer observed. The crt-d remains in use. No patient complications have been reported as a result of this event.